Event description:
It was reported when using the bd vacutainer® edta 2k, labels were lifting off the tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-mar-2024. H.6. Investigation summary: bd received 20 samples and 4 photos were returned by the customer in support of this complaint from catalog 367846, lot number 3257773. Visual examination of the samples and the photos was performed and revealed missing print on the see-through banded label. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, labels were lifting off the tubes. There was no report of impact to the patient or user.